Event description:
As reported, the patient was complaining of a sore shoulder. The surgeon was revising the glenoid due to some loosening. Patient's glenoid was revised to competitor's device. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due to resident wanted to keep them. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The revision was most likely due to fracture of the compression screws from increased bending moments caused by baseplate loosening and/or an inadequate number of screws being used for fixation. Furthermore, the prothesis wear on the humeral liner from scapular notching and/or the inclusion of the polyethylene in the packaging recall could have contributed to the reason for revision. However, the cause for the wear and fracture can not be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.